Event description:
The physician used a wilson-cook six shooter saeed multi-band ligator with an endoscope that has an outer diameter 9.0mm to complete a variceal ligation procedure. The pt was described as being combative. Upon completion of the procedure and removed of the endoscope, the barrel detached in the patient's esophagus. Because the pt was combative, the barrel was left to pass naturally. Post procedure, no injury to the pt was reported.